Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.